Event description:
Boston scientific received information that a few hours after implant this right ventricular (rv) lead displayed pacing inhibition, which resulted in asystole. A review of the arrythmia logbook indicated a non-sustained ventricular tachycardia episode occurred during the same time as the asystole. The electrogram (egm) displayed increased amplitude, oversensing and high rate. It was suspected this was due to electromagnetic interference (emi) or a lead connection issue. There were no adverse patient effects reported. Subsequently, additional information was sent out to the field regarding a revision procedure, but no response was received.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.